Event description:
Pt. For fibroid removal when the gyrus equipment malfunctioned. This equipment can adapt to multiple disposable handpieces as it "recognizes" them individually when they are inserted. The gyrus e600 did not switch to the newest handpiece when inserted and continued to work only recognizing the first handpiece used. Manufacturer response for gyrus, (brand not provided) (per site reporter): unknown.